Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: visual inspection confirmed that the tubing was degraded. Conclusion: we are unable to determine the cause of the reported event. It is likely that the reported event can be due to the tube being in contact with a chemicals or being exposed to excessive uv light for a longer period of time. The customer reported that the crack of the complaint rt380 adult dual-heated evaqua2 breathing circuit was identified on the 22nd day of use. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state: "do not use beyond 14 days maximum duration of use" "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." " do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." " ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that the tubing of a rt380 adult dual-heated evaqua 2 breathing circuit was found cracked on the 22nd day of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint device rt380 is currently en-route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that the tubing of a rt380 evaqua 2 adult breathing circuit was found cracked on the 22nd day of use. There was no reported patient consequence.